Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and functioned properly. Unit received with minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The customer was advised how to perform troubleshooting. The customer was advised to monitor and call back if the alarm recurs. The insulin pump was returned for analysis.